Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the scrub nurse noted that the laser fiber was broken upon opening the package. A second flexiva 200 tractip laser fiber was opened and same issue occured. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The fiber was returned broken into three pieces. The first piece measured approximately 60.4 cm from the top of the connector to the break. The second piece measured approximately 0.5 cm from break to break. The third piece measured approximately 255.8 cm from the break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the scrub nurse noted that the laser fiber was broken upon opening the package. A second flexiva 200 tractip laser fiber was opened and same issue occured. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.